Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user tried to aspirate blood through "catheter over needle" using syringe, but only air was aspirated in syringe. Then, the user checked and found a hole on the "catheter over needle". Because of this issue, a new kit was used instead.

Manufacturer narrative:
(B)(4). The customer returned an 18 ga x 2-1/2 catheter over needle assembly. The sample was initially examined without magnification. The catheter showed evidence of use but no defects or anomalies were observed. After leak testing, the catheter body was examined under magnification. Microscopic examination revealed two indentions in the catheter body. One of the indentations contained a hole. The hole was small and protruded outward. The appearance was consistent with a catheter over needle that was pricked while inserting the needle. The catheter inner and outer diameters were measured and were found to be within specification. The hole was located on the catheter's body approximately 3 mm from the distal end of the luer hub. The location of the hole was consistent with the hole identified during the visual inspection. The catheter was leak tested by injecting water into the catheter using the lab leak tester. The catheter was pressurized with water to 45psi for 30 seconds. The distal end of the catheter was capped off during testing to restrict flow. A leak was observed in the catheter body. The leak occurred in the catheter body at a location 3 mm from the luer hub. The location of the leak was consistent with the hole identified during visual inspection. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) states that the catheter/needle may be used in the standard manner as alternative to introducer needle. However, it warns not to reinsert the needle into introducer catheter. The reported complaint of a hole in the catheter over needle was confirmed based on visual and functional testing of the returned sample. The catheter leaked during functional testing, and a hole was found in the catheter body during microscopic examination. The hole was small and protruded outward. The appearance was consistent with a catheter that was pricked while reinserting the needle. The catheter met all dimensional requirements and a device history record review did not reveal any manufacturing issues. Based on these circumstances and the condition of the returned sample, the probable cause of the hole in the catheter is operational context.

Event description:
It was reported that the user tried to aspirate blood through "catheter over needle" using syringe, but only air was aspirated in syringe. Then, the user checked and found a hole on the "catheter over needle". Because of this issue, a new kit was used instead.